Event description:
During a follow-up in clinic, there were episodes of noise which resulted in inappropriate automatic mode switch (ams) on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. No known intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.